Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported software, circuit failure and mechanical via phone call. Customer blood glucose reading was 148 mg/dl. Troubleshooting was performed. Customer used new battery. Customer stated there was no physical damage. The alarm occurred during troubleshooting so the issue was not resolved. The insulin pump will be returning for analysis.